Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxl 800 access instrument. The customer indicated that they reported out of the lab 10-12 erroneously elevated accu tni results. The actual results were not provided. The customer indicated that the accu tni results were normal upon repeat. The repeat accu tni results were not provided. The customer believes a pt may have been admitted for observation; however, no further details were provided. The customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.